Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and corroded battery tube. However the insulin pump was tested with a good battery cap and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during our testing. No damage was found on the lcd isolation tape noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 7.2mmol/l. Customer was advised to insert new aaa alkaline battery and stated that she this several times before calling. Customer was advised to remove battery for 10 minutes and clean the battery cap contact. Customer was advised to insert a new aaa alkaline battery and display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.